Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. When using the closure device after surgery, the guidewire of the indicator hooked onto the vessel wall, and the indicator window did not change color. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. When using the closure device after surgery, the guidewire of the indicator hooked onto the vessel wall, and the indicator window did not change color. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was received in the black/white position. No additional anomalies were observed during this analysis. A deployment simulation evaluation was performed. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and expected plug deployment. The indicator window was also observed to shift to the black/white and red position as expected. A high magnification evaluation was conducted on the internal mechanism of the device. No abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the indicator wire was able to be pulled and the window achieved full transition with successful device deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.